Manufacturer narrative:
(B)(4): a third party service agent evaluated the device and verified the reported failure. The high energy capacitor was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.the device was not returned to physio-control for evaluation.

Event description:
It was initially reported that the customer's device had its service indicator illuminated and logged an event code. After an evaluation of the device, it was observed that the device was unable to deliver defibrillation energy due to a failing high energy capacitor.there was no patient use associated with the reported failure.